Event description:
The procedure was percutaneous transluminal angioplasty to the left common iliac artery. Access site and vessel size were unk. However, vessel characteristics were noted as heavy calcification and vessel tortuosity with 99% stenosis. A guidewire was inserted across the lesion via a sheath, and the stent was deployed at the origin of left common iliac artery. The powerflex p3 dilatation catheter was selected for postdilatation. However, during inflation with an indeflator, the balloon ruptured at two atmospheres, below rated burst pressure. Therefore, another powerflex p3 dilatation catheter (same size) was used for postdilatation, and this, too, ruptured below rated burst pressure at four atmospheres. Both ruptures ere indicated as pinhole ruptures, as the physician indicated that the balloon catheters became in contact with the stent strut. The procedure was successfully completed without incident to the male pt. Add'l info indicated that both powerflex p3 dilatation catheters were prepped according to the prod instructions for use.

Manufacturer narrative:
The prods are not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Note: two prod's with the same catalog and lot numbers are represented by this medwatch report.